Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D4 expiration date: 04/2027. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that sometime post index procedure using a drug-coated balloon catheter in the right upper arm cephalic vein, the subject had an adverse event of right brachiocephalic avf addition of bovine pericardial patch, fistulogram and balloon angioplasty of superior vena cava due to non-functioning right brachiocephalic arteriovenous fistula. It was further reported that adverse event relationship was not related to device and procedure but definitely related to av access circuit. Reportedly, av access re-intervention was performed for elevated venous pressures and difficult puncture and the re-intervention involved on the target lesion on cephalic vein anastomotic location. Furthermore, the re-intervention was successful, and the current status of the patient was unknown.

Event description:
It was reported through the results of a clinical trial that approximately one month and twenty one days post index procedure using a drug coated balloon catheter in the right upper arm cephalic vein, the subject had an adverse event of right brachiocephalic avf addition of bovine pericardial patch, fistulogram and balloon angioplasty of superior vena cava due to non functioning right brachiocephalic arteriovenous fistula. It was further reported that adverse event relationship was not related to device and procedure but definitely related to av access circuit. Reportedly, av access re intervention was performed for elevated venous pressures and difficult puncture and the re intervention involved on the target lesion on cephalic vein anastomotic location. Additional information received and it was reported that the subject had adverse event of thrombosis. Furthermore, the re-intervention was successful and the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that sometime post an index procedure using a drug-coated balloon catheter in the right upper arm cephalic vein, the subject allegedly had an adverse event of right brachiocephalic avf addition of bovine pericardial patch, fistulogram and balloon angioplasty of superior vena cava due to non-functioning right brachiocephalic arteriovenous fistula. It was further reported that adverse event relationship was not related to device and procedure but definitely related to av access circuit. Reportedly, av access re-intervention was performed for elevated venous pressures and difficult puncture and the re-intervention involved on the target lesion on cephalic vein anastomotic location. Furthermore, the re-intervention was successful, and the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.